Event description:
It was reported that the ilet device was dropped, resulting in a broken or cracked screen, and a replacement was shipped; the user later mailed back the replacement in error and another replacement was sent. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included internal complaint review and logistics verification related to replacement shipments and return status. Investigation of this case revealed device damage due to accidental drop with no malfunction of therapy reported. It was concluded that the event was attributable to physical damage from handling, not a device performance failure.